Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 1.9 and 8.0 inr. The corresponding lab result reported was 1.23 and 6.06 inr.